Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 250 units of insulin. Customer's blood glucose level was "high"; (specific bg values were not provided). Customer changed pump supplies and administered a manual injection to address elevated bg. Cause of the elevated bg was unable to be determined as customer declined further troubleshooting for the bg. Reportedly, the customer loaded a new cartridge and resumed insulin delivery to address the issue.